Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed drawer pocket a1, unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a loose or improperly seated cable connection. A field service engineer connected the bus cable from the t-board to the drawer controller and identified no power on drawer 1.1. Both sub-drawers and the main pyxis bus cable were reseated, after which a system reboot showed no drawer failures. The repair was verified by successfully completing inventory on the previously failed drawer without further issues. The system functioned as intended after the field service engineer repaired the device.